Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a dilator along with several other components and a photograph of the damaged dilator tip. The tip of the returned dilator was microscopically examined. The tip was slightly flared with several small indentations. A whitened appearance near the damage was characteristic of stress. The inner and outer diameter could not be measured due to the damage. A review of manufacturing records based on the most recently shipped lot did not yield any relevant findings. The provided instructions recommends enlarging the cutaneous puncture site with a scalpel. It is not known if a skin nick was made prior to insertion. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during in insertion in the ICU, the tip of the dilator was found split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).